Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("abundant menstruations (she has to use diapers) /impressive blood clots/menstrual period for 15¿20 days") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("intense sting in the vagina"), fatigue ("frequent tiredness/inexplicable tiredness"), adnexa uteri pain ("intense and continuous pain in the lower part of belly (ovaries)"), renal pain ("back pain (kidney)"), arthralgia ("joint pain"), tachycardia ("tachycardia") and flatulence ("unbearable intestinal gas"). The patient was treated with analgesics and surgery (essure will be removed). Essure treatment was not changed. At the time of the report, the menorrhagia, vulvovaginal pain, tachycardia and flatulence outcome was unknown and the fatigue, adnexa uteri pain, renal pain and arthralgia had not resolved. The reporter considered adnexa uteri pain, arthralgia, fatigue, flatulence, menorrhagia, renal pain, tachycardia and vulvovaginal pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.